Event description:
Reportedly, when the pt was seen for her first post opoerative visit, she had drainage from the area of the buttocks incision and had a small abscess at the apex of the vagina. The surgeon drained the abscess and packed the vagina. Pt seemed to improve. Pt returned again with drainage in the area of the buttocks incision. Pt had a CT scan and it was identified as a sinus tract, on the left side only, running from the buttocks incision to the apex of the vagina. Pt had been treating with antibiotics and it was not known at what point she started the antibiotics. Procedure: dr removed 8-10ml of mesh (tape) from apex of pt.